Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the cassette liquid leakage during vitrectomy surgery. The procedure was completed by replacing the cassette with new one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used pak was visually inspected and no obvious defects were observed. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The submerge leak test was performed on the cassette. No leakage occurred during generating 200 millimeters of mercury pressure. The sample was tested using the console. The sample could be recognized by the console. The sample could prime, tune with the handpiece, the 0.9 milli meter tip from the lab stock and returned infusion sleeve and pass intraocular pressure (iop) calibration successfully. No air leak was detected from the infusion airline during priming process. No leakage was detected from the infusion manifold, cassette, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. No system message code displayed on console screen and the service data could be retrieved. The sample functioned within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. After an investigation of this complaint, it has determined that no further actions will be pursued at this time for this event as the returned sample functioned per specifications. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).